Manufacturer narrative:
.

Event description:
It was reported that the user fell while in a powered wheelchair trying to fleeing someone trying to rob him. He bruised his neck and spent several days in the hospital recovering from the incident. Should additional relevant information become available, a supplemental report will be submitted.